Event description:
During a paroxysmal atrial fibrillation procedure, a blood leak was noted. When inserting the sheath and non abbott needle (japan lifeline) into the left atrium a blood leak was noted from the hemostatic valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed for sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak remains unknown.